Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had low battery alarm and they were not able to hear the alarm. The customer's blood glucose level was 141 mg/dl at the time of incident. Customer stated that the audio issue was intermittent. Customer assisted with troubleshooting and stated that the insulin pump was set on audio and vibrate and they were advised to adjust the audio volume to 1 and 5, press save, and listen for the beep; however they did hear beeps when audio volume settings were saved. The customer was advised to adjust the audio volume. The insulin pump will not be returned for analysis.